Event description:
The customer reported to olympus that the evis exera iii colonovideoscope failed the three (3) channel check soil test (internal residual carbohydrate, protein, and blood) after bedside and pre-cleaning. The failed test occurred prior to the endoscope reprocessor oer-pro device's use. The customer stated that they are using a new process called channel check that checks for soil, blood, protein, etc., and received failures. During reprocessing, the customer used steris prolystica detergent per the instructions: one (1) gallon of water to a 30-cc solution. The endoscope channel was brushed with olympus brushes during manual cleaning, first at the bedside, and then tested for leaks before cleaning using the olympus oer-pro reprocessor device. The devices are up-to-date with their preventative maintenance, and the olympus representative was out within the last 2 weeks for an in-service. The customer has three certified technicians and two that are not certified; however, they are trained and follow the instructions. The customer does not have any new personnel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation reported that after borescoping, the technician found tears and stains inside the channel. No foreign material was found inside channel cells 1, 2, 3, 4, and 5. Additional issues were identified during the device evaluation: the labeling had worn edges and scratches; a failed leak test from the auxilliary water channel at the distal end; the switch had scratches; the angulation was low; the control knobs had play; the distal end plastic cover was cracked; the light guide lens was cracked; the distal sheath glue was cracked; and the insertion tub was dented and scratched. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due the reprocessing of the biopsy channel not conducted properly due to physical damage of the device. The event can be detected/prevented by the preventative measures that are written in the following instructions for use: "4.3 using endotherapy accessories" olympus will continue to monitor field performance for this device.